Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter with blood control the needle did not properly retract. There was no report of patient impact. The following information was provided by the initial reporter: said they have had some issues with the push pins not pushing? They gave me a few and they are from lot # 3166524. Please let me know if I need to reach out to someone else if this isn¿t your item. Thank you. Additional information received on 01-sep-2023. Are you able to confirm the date of incident? (B)(6) 2023. 2. Please describe how was the issue happened. When the catheter was inserted into the vessel, the white safety button was pushed. The needle would not retract. This happened with several patients. 3.was there any patient involvement? Was there any adverse event or serious injury? The catheters were used on several patients, but there was no patient or staff injury. 4. What type of procedure was being performed? IV catheter insertion 5. Was the procedure completed as planned? Unsure 6. Please advise the quantity of defective product. 7. Is sample available to be return for evaluation? If no, is photo available? Product sequestered and awaiting rep to pick up.

Manufacturer narrative:
Correction: after further evaluation of the complaint, it has been determined that the MDR 1710034-2023-01051 is a duplicate of 1710034-2023-01055 this supplemental is to cancel MDR 1710034-2023-01051.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter with blood control the needle did not properly retract. There was no report of patient impact. The following information was provided by the initial reporter: said they have had some issues with the push pins not pushing? They gave me a few and they are from lot # 3166524. Please let me know if I need to reach out to someone else if this isn¿t your item. Thank you. Additional information received on 01-sep-2023. Are you able to confirm the date of incident? (B)(6) 2023. 2. Please describe how was the issue happened. When the catheter was inserted into the vessel, the white safety button was pushed. The needle would not retract. This happened with several patients. 3. Was there any patient involvement? Was there any adverse event or serious injury? The catheters were used on several patients, but there was no patient or staff injury. 4. What type of procedure was being performed? IV catheter insertion. 5. Was the procedure completed as planned? Unsure. 6. Please advise the quantity of defective product. 7. Is sample available to be return for evaluation? If no, is photo available? Product sequestered and awaiting rep to pick up.